Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2016, it was reported that a healing issue had led to the hcp revising the patient's back incision post-implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the year was incorrect in the first sentence on the initial MDR. The first sentence should have read, "on (b(6) 2018, it was reported that a healing issue had led to the hcp revising the patient's back incision post-implant."